Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively that the implantable pulse generator (ipg) did not "function as normally" with mode switch not occurring and patients underlying rhythm remained unchanged. The ipg also exhibited dual chamber circuit error and difficulty in interrogating the ipg with programmer. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.